Manufacturer narrative:
Mml ref: (B)(4). This incident was initially submitted on 4/18/2024, but the manufacturing report number (3013017877-2024-00016) identified in the report number had already been used, so the submission was rejected. The manufacturing report number was corrected to send this report. Ticket number: (B)(4).

Event description:
It was reported that the patient was unable to start therapy. The clinical specialist troubleshot the issue and found the left lead had a progression of out-of-range/high-impedance failure. The device was reprogrammed to unilateral stimulation while waiting for revision surgery to be scheduled. The patient underwent revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted with no report of patient harm or injury.

Manufacturer narrative:
Mml ref: (B)(4) although the device was requested for analysis, it will not be returned for evaluation. It was reported that the device was cut into multiple pieces during the explant and discarded at the hospital. The manufacturing record was reviewed. No nonconformances were found relevant to the failure reported. Updated section h6.

Event description:
It was reported that the patient was unable to start therapy. The clinical specialist troubleshot the issue and found the left lead had a progression of out-of-range/high-impedance failure. The device was reprogrammed to unilateral stimulation while waiting for revision surgery to be scheduled. The patient underwent revision surgery to replace the left lead. The left lead was removed and intact. A new lead was implanted with no report of patient harm or injury.